Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and advised that replacement would have updated software. Customer was instructed to place malfunctioning pump in storage mode, return it to tandem within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump, which customer understood and acknowledged.